Event description:
Investigation complete.

Manufacturer narrative:
Investigations results: visual evaluation: visual inspection of the received implant found a scratch and a deformation, both of which could not possibly have come from the manufacturing or packaging process. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results the damage found is not related to any production or packaging processes. It appears to have been handling errors during an attempted use. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sw965 - activ l pe-inlay 8.5mm. According to the complaint description, after opening the activl inlay, the tech could not get it into the plate. When it was placed, it would not slide. The staff members examined the inlay more closely and noticed an extra little piece of plastic (poly) on the lip. The technician was instructed not to compromise or cut the inlay; another product was used instead. This malfunction prolonged the surgery for 5 minutes. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).